Event description:
The pump was returned for investigation. Investigation revealed a display failure, a cracked battery compartment, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. The battery compartment was also observed to be cracked. The keypad cover was torn at the contrast button, however all keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. (B)(6).